Event description:
It was reported that patient presented in clinic for routine follow-up after experiencing syncope. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. The lead was capped on (B)(6) 2025 and leadless pacemaker was implanted. The patient was stable.